Event description:
An eight french nephrostomy catheter was placed in the right kidney for renal cyst sclerosing. Twenty ml of dehydrated alcohol was injected via catheter. The pt developed pain after ten minutes. Approximately five ml of isovue 300 was injected via catheter. The catheter was removed. Examination of catheter revealed a split.